Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that one of the wires on the cable was loose. The field service engineer reseated cable and rebooted the cabinet to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system drawers were failed and causing delay to retrieve medication to patient. The customer added that this malfunction occurred during user trying to retrieve medication to patient. However, there were no adverse events or injuries reported based on this event.